Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the tissue pad detached and not returned; upon visual inspection the blade was found to be gouged at the tip and not sheared as reported. The blade was noted to have minor damage at the tip. This damage occurred after the tissue pad melted, exposing the clamp arm and allowing the blade to make contact. It is possible that this resulted in an alert screen to be displayed during use. The device was tested with a test handpiece and a generator and it was functional. The damage to the tissue pad damage may occur when applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during an unknown procedure, the tip sheared. There were no patient consequences. Unknown how case was completed. One device was discarded.